Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer half-height 7.1 was not detected on the bus. The field service engineer (fse) verified the associated errors on-site. The drawer control printed circuit board assemblies (pcbas) were checked and confirmed to be in good status. The fse reseated all cables, including the pyxibus module controller, drawer control pcbas, and row board cables. The system was then restarted, and no errors were present. Hardware testing was performed using the hardware test application, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was not detected on the bus. The user attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The user also rebooted the device, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.